Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that: 1.) Endoscopic image was interrupted due to breakage of the pin of the video; 2.) Light guide detection was defective due to deterioration of the scope connector detection part; 3.) Hdsdi has no output, due to the failure of the printed circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e216, scope communication error code was caused by a broken video connector pin, and interrupted the endoscopic image. Additionally, dust was found inside the main unit, the light guide detection failed due to deterioration of the scope connector, liquid was found inside the video connector receiver, the high definition serial digital interface output was not possible due to printed circuit board switch failure, the touch panel was scratched, the chassis was deformed, the high definition serial digital interface terminal was deformed, and the battery was consumed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center had a broken internal contact pin of the video connector receiver. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an e216, scope communication error code was caused by a broken video connector pin and the endoscopic image was interrupted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.